Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refv2011 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that after the catheter was implanted and the oversleeve and the catheter connector were connected, blood return and flush could not be performed because there was resistance. Therefore, the oversleeve and the catheter connector were removed. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an occluded connection is confirmed. One 4 fr single lumen groshong clearvue catheter and one distal piece of a two-piece groshong nxt connector were returned for evaluation. An initial visual observation showed use residue on the returned samples. The distal end of the compression sleeve within the connector piece was able to be seen protruding from the grey plastic portion and was observed to be crumpled up against the clear silicone strain relief. Tensile weakness was found in the proximal end of the catheter. The catheter was flushed with a 12 ml syringe of water and was found to be patent to infusion and aspiration and no leaks were found. A microscopic observation revealed the distal connector piece was occluded, and a catheter segment was observed within the connector. The distal connector piece was bisected, and the internal compression sleeve was observed to be somewhat crumpled and advanced very far within the connector piece. A portion of the break surface was uneven and jagged and the remainder of the cross section was flat and granular in texture. These features, along with the observed tensile weakness in the catheter indicate the catheter tubing likely broke due to excessive tensile (pulling) forces. While the returned catheter was found to be patent to infusion and aspiration, the most likely cause of the reported resistance during flushing of the assembled catheter was incorrect assembly of the catheter to the two-piece connector. The product instructions for use (IFU) provide steps and guidance on attaching the two-piece connector to the groshong single lumen catheter. These steps outline the proper order of assembly to prevent kinking of the catheter within the connector.

Event description:
It was reported that after the catheter was implanted and the oversleeve and the catheter connector were connected, blood return and flush could not be performed because there was resistance. Therefore, the oversleeve and the catheter connector were removed. There was no reported patient injury.